Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the motor was activated, and the device went into error 1871. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump exhibited error 1871. No patient was involved in this event. No adverse effects were reported.